Event description:
Per the clinic, the patient experienced a performance decrement, and the issue could not be resolved.the device was explanted on (B)(6), 2011. It is unknown if the patient has been reimplanted with a new device.

Manufacturer narrative:
(B)(4)